Event description:
The stimloc was attached to the patient's skull in the prescribed fashion with the locking plate and cap both clicked into place to hold the lead in the position. The surgical wound was closed/covered and the patient was repositioned and re-draped on the table. The stimloc cap was noted to have popped off the stimloc base. The surgeon was concerned that the lead may have withdrawn slightly from the target position within the brain. The hcp was unable to ascertain if the lead had migrated using x-rays taken prior to attachment of the lead to the extensions. A post operative computed axial tomography was planned. There was no patient injury associated with the event. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.